Manufacturer narrative:
Medical device brand name: bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 24ga 0.75in. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 24ga 0.75in experienced catheter splitting/cracked/shearing/frayed which was noted prior to use. The following information was provided by the initial reporter: the catheter tip cracked.

Manufacturer narrative:
H.6 investigation summary: quality engineer inspected the sample and photographs for evaluation. Bd received one retracted unit from item number 381012, lot number 9158629. In addition, three photographs were also submitted which displayed similarities to that of the returned unit. Upon inspection of the received photos hair and fibers were observed. As the catheter has been opened and there is no foreign matter mention in the reported issue, it is possible for the hair or fibers to come from the unit handling during its transit to the investigation site. Through further inspection, the characteristic v shape of a spear through is present. The reported issue was confirmed. Since the unit was received out of its original packaging, bd could not determine a definite root cause. We were unable to determine whether the defect was due to manipulation prior to use (user environment) or was caused by manufacturing. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. H3 other text : see h.10.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 24ga 0.75in experienced catheter splitting/cracked/shearing/frayed which was noted prior to use. The following information was provided by the initial reporter: the catheter tip cracked.